Event description:
Info was received that reported a pt was hospitalized in 2009, due to an incident of diabetic ketoacidosis. Per the reporter the pt awoke the day before, with a blood glucose of >500 mg/dl. They gave corrections and brought him down into the 200's. On original date, the pt awoke with a blood glucose of >400, he was ill with vomiting. The pt was brought to the ER where he was admitted with a blood glucose of >500 mg/dl. He was treated with IV fluids and insulin. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within spec.